Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery that was performed on (B)(6) 2023, one (1) journey uni tibinrt s5-6rm/ll8mm had dislocated. Patient was brought back to theatre for a liner exchange which was completed successfully.

Manufacturer narrative:
B4: occurrence date previously reported as 4-aug-2023, which is the same as the implantation date. It has been communicated that the reported dislocation occurred "some weeks" following the index uka procedure. (B)(6) 2023 is being provided as best estimate date. Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. For the journey uni tib insert, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For the journey uni tibial base, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data. A review of the instructions for use documents knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: e1 (surgeon name was not previously referenced in the applicable field), h6 (health effect - clinical code).